Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation, physical resistance, inflation issue, the patient effects of foreign body removal and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, lesion in the mid circumflex coronary artery. During advancement of the 1.5x12 mm mini trek balloon dilatation catheter (bdc) to the target lesion, slight resistance was felt with the anatomy. When attempting to inflate the balloon, the balloon did not inflate. The bdc was removed without any resistance and it was noted that the distal shaft had separated and remained in the guiding catheter. Another bdc was used to engage and remove the separated segment from the guiding catheter. An unspecified bdc was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.